Event description:
It was reported that before using one bd vacutainer® push button blood collection set, the customer noticed the tubing was clipped when they opened the package. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The customer's photo displays a device and packaging, but it does not provide evidence of damaged tubing. Additionally, 30 retained samples underwent functional tests. All samples passed the tests, exhibiting no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one bd vacutainer® push button blood collection set, the customer noticed the tubing was clipped when they opened the package. No patient impact reported.